Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k901449. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tubes the stopper was difficult to pierce. The following information was provided by the initial reporter, translated from chinese to english: when using the tube, it found that the tube's stopper was flipped.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for cocked stopper specifications and requirements for lot release were met. Based on the investigation, the root cause / potential root cause for the cocked stopper was determined to be improper assembly at the metro, where the stopper is placed/pushed into the cap. If a stopper goes into the rail crooked or cocked it can potentially go into a cap and placed on a tube. The device history records were reviewed with no issues being identified. There were no related quality notifications.  All process and final inspections comply with specification requirements.

Event description:
It was reported that during use with a bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tubes the stopper was difficult to pierce. The following information was provided by the initial reporter, translated from chinese to english: when using the tube, it found that the tube's stopper was flipped.